Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the endotool software program recommended less insulin dose than expected. The endotool glucose management system v7.2.1800.3 was being used to manage the patient's blood glucose (bg) level. It was reported that the patient was previously discontinued from the endotool software on an unspecified time, the patient was restarted on the endotool software. The nurse entered the patient's current information into the endotool software. At an unspecified time, the nurse checked the patient's bg and obtained a value of 400mg/dl. The value was obtained from a point of care glucometer which has a maximum value of 400 mg/dl. The nurse entered a bg value of 401 mg/dl into the endotool software. The endotool software displayed a recommendation of 1 unit bolus dose of regular insulin and to check the bg measurement at an unspecified time. The nurse delivered the recommended dose. At an unspecified time, the nurse checked the patient's bg and obtained a value of 400mg/dl. The nurse entered a bg value of 401mg/dl into the endotool software. The endotool software displayed a recommendation of 1 unit bolus dose of regular insulin and to check the bg measurement at an unspecified time. The nurse delivered the recommended dose. At an unspecified time, the nurse checked the patient's bg and obtained a value of 400 mg/dl. The nurse entered a bg value of 401 mg/dl into the endotool software. The endotool software displayed a recommendation of 1 unit bolus dose of regular insulin and to check the bg measurement at an unspecified time. The nurse contacted endotool support. During troubleshooting, it was found that the endotool software calculated the dosing recommendations based on the br and f values (dosing curve values) from the patient's previous admission instead of calculating new br and f values based on the pt's current information. At an unspecified time, it was reported that the nurse updated the record and that the br and f values changed to a br value of 1.4 and an f value of 1.3. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.